Manufacturer narrative:
The lot was manufactured from august 05, 2020 - august 06, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow during priming; further described as "the drop of glucose for the purge does not flow". The device had been filled with glucose and fluorouracil. There was no patient involvement. No additional information is available.